Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the initial implant of a temporary pacing lead was difficult. The patient was combative during the implant attempt, and fell off of the procedure table, sustaining a subdural hematoma. At a later date, implant of a leadless implantable pulse generator (ipg) was attempted with anesthesia. The implant was successful but difficult. They were not able to use heparin due to the patient's head trauma and they were not able to get good thresholds. In the days following the implant, there was an increase in device thresholds. The patient was then placed in a care facility, and when staff members rolled the patient on their side, a loss of capture occurred. The patient's heart rate dropped from 80 beats per minute (bpm) to 20-30 bpm. With the patient returned to the supine position, the rate elevated back to 80 bpm. The patient was subsequently sent to the emergency room. Upon arriving, the device was pacing at 90-95 bpm, and the device was reprogrammed to 60 bpm. The physician scheduled the patient for a device replacement, and the device was later removed and replaced with a new leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.